Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station entered a boot loop. The station was unusable, as it would randomly restart during use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer failed. The field service engineer (fse) worked with the customer and isolated the issue to the matrix drawer, where the power supply was randomly shutting down whenever a drawer was closed or the station was jarred. The power supply was replaced with a customer-provided spare unit. After rebooting, the station operated normally with no further shutdowns. The system functioned as intended after the field service engineer (fse) resolved the issue.